Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is considered that the image no longer displayed due to the failure of the ccd unit . The subject device has been manufactured for about 12 years and has exceeded its useful life, it is presumed that the ccd unit has failed due to aged deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. The inspection found the reported issue was confirmed. Faulty ccd (charge coupled device) was observed causing no image. Shortage in cable was noted causing streaks of white lines in image. Based on evaluation findings, the reported issue was identified to be attributed to a faulty ccd. The root cause of the faulty ccd was due to electronic component failure. This report will be supplemented following investigations.

Event description:
It was reported that the image does not appear. The issue occurred during an unknown event. There was no patient involvement reported, no user injury reported due to the event.